Event description:
On (B)(6) 2009, the pt reported experiencing air bubbles in the insulin cartridge. He began use of the infusion device on (B)(6) 2009 and he changed the insulin cartridge for the first time on (B)(6) 2009. He stated there was an air bubble in the insulin cartridge after he filled it and he was able to remove the bubble by priming. When he woke up this morning, there was another air bubble in the insulin cartridge which he primed out. He stated that he allows insulin to reach room temperature before use. He does not attach the adapter and infusion tubing to the cartridge or adjust the piston rod prior to insertion into the infusion device. He was educated on the proper procedure. Upon follow up on (B)(6) 2009, the pt stated that he has not experienced any further air bubbles and he will change the insulin cartridge today following the proper procedure. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.